Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the lot was manufactured from may 24, 2023 to may 25, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had no infusion for 30/60 minutes. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.